Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance trend on the rv (right ventricular) pacing lead was decreasing, the pacing capture threshold in the rv (right ventricle) was elevated, and a r-wave amplitude measurement issue. (B)(4).

Event description:
It was reported that at follow up, the right ventricular (rv) lead exhibited undersensing, non-capture, and low pacing impedance. It was determined that the rv lead had dislodged. The rv lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed and no anomalies were found. Visual summary analysis of the lead indicated stretching and apparent explant damage.